Event description:
It was reported that the insulin gauge displayed an amount different from the expected value. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge, and technical support advised the caller to contact them again for troubleshooting if the problem reoccurs.